Event description:
Customer states there are several connector pins on her meter that have significant green buildup on them. Meter was not transmitting results. No adverse event reported. Upon evaluation by the manufacturer, it was found that pins 3 and 4 were melted. No serious injury reported. A request was made for the return of the device and a replacement was sent.